Event description:
It was reported that the patient had sciatic pain at the implantable neurostimulator (ins) site since implant. The patient had the sciatic pain checked and was told the ins was sitting on the sciatic nerve. The patient¿s new implant was placed in a different location to not be on the sciatic nerve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v742230, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had greater than fifty percent symptom reduction. Reprogramming was performed. The patient recovered without permanent impairment.